Event description:
It was reported that "defibrillator pad was noted to have a rectangular mark directly beneath it. Model # ref2001m. Grounding pad used during ppm implant was the 3m pad rated for the bovie that we use in ep. Supervising rn and md were promptly notified.

Manufacturer narrative:
This complaint was found during a maude database search. The reporting facility is unk. No contact name was made available. We have added the limited data into our complaint database for tracking and review. When our quality engineer completes the investigation we will file a supplemental report.